Event description:
The customer questioned fifty (50) erroneously low sodium (na) patient results on their unicell dxc 800 pro system clinical chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicell dxc 800 pro synchron system. The fse inspected the instrument and found mc (modular chemistry) sample probe clogged, debris on mc sample syringe, and ise electrode port required cleaning. The fse replaced the chloride tip, mc sample probe and mc sample syringe and ise (ion selective electrode) reference solution which resolved the issue. The failure mode for this event was determined to be multiple hardware malfunction caused by use error, due to lack of maintenance. No further issue noted after part replacement. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).